Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Rv lead remains in use and will be revised at a future date. No patient complications have been reported as a result of this event.